Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced post procedural pain and discomfort. The physician believed that the patient needed a smaller paddle due to post op image and the size of the spinal canal. The physician replaced the original paddle lead with a smaller paddle lead and the patient was programmed with adequate coverage. The explanted lead was discarded.